Event description:
Medtronic received information that 1 month post implant of this 14mm pulmonary valved conduit, a permanent pacemaker was implanted. The reason for the permanent pacemaker was reported as incomplete atrioventricular block. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrections: a1 - added pt identifier. A2 - added age at event & date of birth. Additional information: b2 - additional checkbox ticked b5 - updated. B7 - updated e - initial reporter name added. H6 - additional codes added medtronic. Submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that the patient initially had heart block for 11 days following the conduit implant procedure and then proceeded to go into normal sinus rhythm (nsr). It was reported that the patient remained in normal sinus rhythm (nsr) thereafter with one exception where they experienced 8 seconds of complete heart block (chb) with p waves not conducted. It was noted that all other time beyond this, the patient was in normal sinus rhythm (nsr). No additional adverse patient effects were reported.